Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working. It was indicated that the main printed circuit board was of specification electrically. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for service. No patient complications have been reported as a result of this event.